Event description:
Procedure type: colectomy. According to the reporter: the staples only fired half way, the knife blade only cut 30mm and would not extend from that point. There was some bowel leakage. The bowel was then transected manually using a bowel clamp and suture to complete the procedure. Three days post-operatively, it was found that the pt had a wound infection.

Manufacturer narrative:
Initial report sent: 08/11/2008.